Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the implantable cardioverter defibrillator (ICD) for excessive charge time. It was noted the patient no longer needs the device. Follow up yielded no information and the device remains in use. No patient complications have been reported as a result of this event.